Manufacturer narrative:
Update to h6: investigation findings (c). Update to h6: investigation conclusions (d).

Manufacturer narrative:
It was reported that nebulizer makes a loud rattling noise. Customer contact stated he "takes 2 medicines via nebulizer 3 or 4 times a day. He has had the correct doses since receiving the nebulizer. Missing the days made breathing a bit harder but all seems ok now". No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that nebulizer makes a loud rattling noise. Customer contact stated he "takes 2 medicines via nebulizer 3 or 4 times a day. He has had the correct doses since receiving the nebulizer. Missing the days made breathing a bit harder but all seems ok now". No additional details are available related to the customer reported issue.